Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was partially separated. The tip of the probe and the jaw had contact marks against each other. The evaluation could not confirm the error when they activated output in seal mode while the grasping section is closed. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is worn and separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut, which caused the contact between the probe and the jaw. Then the reported error occurred. Because the user kept outputting in its state, the contact marks were made.

Event description:
The subject device was used during an unk procedure. Seal & cut short circuit error occurred, but the user continued the procedure. After that, the ptfe pad of the subject device was separated. The procedure was completed with another thunderbeat device. There was no patient injury reported.